Manufacturer narrative:
NO FURTHER INFORMATION WAS PROVIDED. A SUPPLEMENTAL REPORT WILL BE SUBMITTED ONCE THE MANUFACTURER¿S INVESTIGATION IS COMPLETE.

Event description:
IT WAS REPORTED THAT THE PATIENT WAS HAVING LOW FLOW ALARMS, WORSENING SHOCK, AND ELEVATED LACTATE DEHYDROGENASE (LDH). THERE WAS CONCERN FOR AN OUTFLOW GRAFT OBSTRUCTION (OFGO) AND CHEST COMPUTED TOMOGRAPHY (CT) WOULD BE PERFORMED. LOG FILES WERE SUBMITTED FOR REVIEW AND CAPTURED THE LOW FLOW EVENTS AT TIMES WHEN PULSATILITY INDEX (PI) WAS ELEVATED. THE OFGO WAS RULED OUT VIA CT. THE PATIENT WAS INCREASED ON EPINEPHRINE, DOBUTAMINE, AND CONTINUOUS RENAL REPLACEMENT THERAPY (CRRT). IT WAS NOTED THAT THE PATIENT CONTINUED ON THIS TREATMENT FOR RIGHT VENTRICULAR (RV) SUPPORT.

Event description:
IT WAS ADDITIONALLY REPORTED THAT THE RENAL DYSFUNCTION WAS NOT DEVICE OR THERAPY RELATED. THE ONSET OF THE RENAL DYSFUNCTION WAS (B)(6) 2026. THE PATIENT HAD AN ECHOCARDIOGRAM THAT SHOWED WORSENING TRICUSPID AND MITRAL VALE REGURGITATION. THE PATIENT HAD SYMPTOMS OF WORSENING SHOCK. THE PATIENT HAD RIGHT HEART FAILURE PRIOR TO DEVICE IMPLANT, AND THE RIGHT HEART FAILURE WAS NOT DEVICE OR THERAPY RELATED. THE PATIENT PASSED AWAY DUE TO MULTI-ORGAN FAILURE, THE DEATH WAS NOT DEVICE RELATED AND THE DEVICE OPERATED AS EXPECTED. THE DEVICE WAS NOT EXPLANTED.

Manufacturer narrative:
NO FURTHER INFORMATION WAS PROVIDED. A SUPPLEMENTAL REPORT WILL BE SUBMITTED ONCE THE MANUFACTURER¿S INVESTIGATION IS COMPLETE.

Manufacturer narrative:
Manufacturer's Investigation Conclusion:A direct correlation between HeartMate 3 Left Ventricular Assist System (LVAS), serial number (b)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. Review of the submitted Log Files did confirm Low Flow alarms; however, a specific cause for the reported events could not conclusively be determined.Review of the submitted controller event log file showed intermittent Low Flow Fault flags that occasionally developed into intermittent Low Flow alarms on (b)(6)2026. All alarms resolved shortly after activating. No other notable events or alarms were captured, and the pump appeared to function as intended at the Fixed Speed.The relevant sections of the Device History Records for (b)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications.The HeartMate 3 Left Ventricular Assist System (LVAS) Instructions for Use (IFU), is currently available. The current revision of the IFU can be found on the eIFU page of the Abbott website.Section 1 of the IFU, ¿Introduction,¿ lists potential adverse events, including multiple types of organ failure and dysfunction (renal failure and right heart failure), hemolysis and death, that may be associated with the use of the HeartMate 3 LVAS. This section also provides an explanation of each of the pump parameters, including pump flow.Section 4, ¿HeartMate Touch¿ Communication System¿ explains that the Low Flow Hazard alarm occurs when pump flow is less than 2.5 LPM. A 10-second delay is imposed between the detection of the Low Flow status and the activation of the associated audio and visual indicators on the System Controller. Changes in patient conditions can result in Low Flow. Section 5 of the IFU, ¿Surgical Procedures¿¿, explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the device will not be able to provide the intended flow.Section 6 of the IFU, ¿Patient Care and Management¿ (under ¿Anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (INR) values, as well as suggested anticoagulation modifications.Section 7, ¿Alarms and Troubleshooting,¿ explains system alarms and the recommended actions associated with them.No further information was provided. The manufacturer is closing the file on this event.